Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on a stored egm (electrograms). The patient did not receive therapy during the oversensing. Programming changes were discussed but not made. There were no patient consequences. The patient will continue to be monitored.